Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was identified as scai shock stage d. During support, the nurse reported urine to be dark "koolaid" in color when the patient voided and recommended a fluid bolus. Mean arterial pressure (map) was greater than 100, so the team encouraged a decrease in levophed and reduced the performance level from p9 to p8 to target a map around 90. Foley catheter was inserted. The laboratory called for a recollect due to hemolysis of specimens sent; the recollect was also hemolyzed. Hemolysis improved with fluid bolus but did not completely resolve. The patient was transferred to another facility the next day with the impella device in place. The device continued to function as intended at p-8, delivering 3.4 l/min with a purge solution of dextrose 5% in water (d5w) containing 50 u/ml heparin, and the patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information b2, b5, d6b, h1 and h6 updated.

Event description:
Clinical narrative (updated): additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage d. An impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was identified as scai shock stage d. During support, the nurse reported urine to be dark "koolaid" in color when the patient voided and recommended a fluid bolus. Mean arterial pressure (map) was greater than 100, so the team encouraged a decrease in levophed and reduced the performance level from p9 to p8 to target a map around 90. Foley catheter was inserted. The laboratory called for a recollect due to hemolysis of specimens sent; the recollect was also hemolyzed. Hemolysis improved with fluid bolus but did not completely resolve. The patient was transferred to another facility the next day with the impella device in place. The device continued to function as intended at p-8, delivering 3.4 l/min with a purge solution of dextrose 5% in water (d5w) containing 50 u/ml heparin, and the patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Patient-device interaction / hemolysis: the cause of the patient-device interaction / hemolysis could not be determined as no product was returned for evaluation and limited clinical details were provided.